Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The used viscous fluid control (vfc) tubing set was returned without vfc (small parts tray) smpt and visually inspected. No obvious defects were observed. A calibrated console was used to test the sample. The console could recognize the vfc by illuminating green on the (light emitting diode) led ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies including leakage were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The nurse reported that tubing leaked during vitrectomy surgery. The surgery was completed on the same day by replacing the product. There was no patient impact.